Event description:
Litigation alleges that patient has experienced severe pain. Additionally, it is alleged that toxic amounts of cobalt and chromium are making their way into patients hip joint and blood stream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis. Added stem to impacted products due to alleged elevated metal ions. Updated part and lot numbers of the impacted products. Added patient dob, revision surgeon and revision hospital. Corrected date of implant..

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, revision notes indicated large effusion was present with extensive black staining synovium and bursa going to all the joint, acetabular component had considerable bone loss, a large amount of metal component exposed posteriorly and superiorly, cup appeared to have a fair amount of anteversion, although when externally rotated there was no clear evidence of impingement of the neck against the cup, no notching, no damage seen in the posterior lip of the acetabulum.